Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. The IFU includes "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention", "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention", "vena cava stenosis or occlusion", and "vasospasm or decreased/impaired blood flow" as potential complications. In the optional procedure for filter retrieval section of the IFU, it states: ¿if the filter is retrieved, it should be done within 175 days following implant.¿ this device can remain permanently implanted.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2010. The patient alleges that approximately 14 months later, in or around (B)(6) 2011 the developed some type of complications with pulmonary embolism but not specific details were provided. Approximately four years later, on or about (B)(6) 2015 the patient underwent a CT urogram which showed a ¿suprarenal ivc filter with multiple struts penetrating the caval wall.¿ the filter remains implanted and the patient alleges ¿significant, life threatening injuries¿ from the implanted filter. As well the patient alleges ¿increased and continual risk¿ of complications which has led to severe fear, stress and anxiety. Argon¿s attorneys are attempting to gather additional information.